Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown, date explanted - unknown, PMA/510(k) number - unknown, manufacture date - unknown.

Event description:
Patient's legal counsel reported patient underwent right total hip arthroplasty on (B)(6) 2008. Legal counsel further reports patient underwent a revision procedure on an unknown date due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, and lack of mobility. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture of the femoral neck and/or postoperative pain."

Event description:
Patient's legal counsel reported patient underwent right total hip arthroplasty on (B)(6) 2008. Legal counsel further reports patient underwent a revision procedure on an unknown date due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, and lack of mobility. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received noted patient underwent a right hip resurfacing procedure on (B)(6) 2008. Operative report noted patient was revised on (B)(6) 2011 due to pain. All components were removed and a total hip system was implanted.